Manufacturer narrative:
Reliability engineering evaluated the device, and the reported problem was confirmed. The locking flats feature of the burr was found to be out of specification. It was concluded that the cutter had likely misloaded into the cnc machine during the flats grinding operation, resulting in the cutter position being off center when the flats were applied.

Event description:
Report received from a us reporter stated that the cutter is unable to fit/sit into the drill properly. It is unk if the device was used in surgery. No injury or medical intervention occurred. The date of the event is unk. It is unk if medical intervention had occurred. There was no add'l info provided.